Event description:
Dr (B)(6) reported to ulthera that a new pt came to her with scarring from an alleged ulthera treatment received in (B)(6) 2013. The pt claims he was given nerve blocks and local anaesthesia. He reported immediate pain and blistering the next day. The pt is left with a scar and inability to grow hair in the area of the blistering. Dr (B)(6) is treating the pt with vbeam. While investigating this claim, the pts recollection of the events changed. He can not recall the original doctor or if an injection was given. It is unk if the pt actually received an ultherapy treatment. Ulthera technical bulletin released (B)(4) 2013 states that ulthera has no safety data to support treatment over lidocaine injection in facial tissue.